Event description:
While performing a vertebroplasty, the physician noticed that a small amont of cement extravasated into a vein. He stopped the cement injection after injecting approximately 1.5cc. Upon flouroscopic visualization, the physician noted that some cement appeared to be in the pt's heart and some particles appeared to be in the lungs. The physician removed the cement from the heart using a snare. The pt did not have any symptoms related to the incident. The pt was kept overnight for observation.